Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The same than (B)(4) : packaging is melted, the presence of bubbles and pimples calls into question the maintenance of the integrity of the sterilization of the product.

Event description:
No additional information received.

Manufacturer narrative:
No samples or photos received for investigation. A device history review was performed for lot 2310017, 2212081 no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Retained samples from the same lot were evaluated. Upon visual inspection it can be observed the plastic tray is damaged. Overpressure leak tests have been performed to determine if there are any perforations in the tray. The results obtained were satisfactory. It is therefore confirmed that sterility is maintained. This incident can be produced during thermo-forming of the film for the tray of the product. If the film is exposed to high temperature more time than required, film can be damaged causing the visual defects noticed in the samples provided by customer. Sterility is not compromised if there is no hole in the tray. Sterilization process investigation will be initiated to verify if it may affect the aspect of the tray. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.